Event description:
Patient had pyrogen reactions and was hospitalized after the second reaction. The bleach proportioning valve in the off position is thought to have been leaking small amounts of bleach into the dialyzers. It is theorized that prolonged exposure to minute quantities of bleach could open up the pore size of the dialyzers.